Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented with atypical atrial flutter and atrial lead malfunction secondary to dislodgement after undergoing open-heart surgery in (B)(6) 2019 with a successful lead revision as well as transesophageal echocardiography (tee/dcc). During the device check on (B)(6) 2019, loss of atrial capture was observed on the ra lead. A chest x-ray was performed, and dislodgement was confirmed. The patient was scheduled for a lead revision procedure on (B)(6) 2019. During the procedure, it was noted that the ra lead had fallen into the tricuspid valve ring and appeared caught by the terminal screw. Mild fibrosis was noted at the svc/ra junction and lead entry point into the vein. The lead was explanted with no complications and hemodynamics remained stable after extraction. New ra lead was attached to the previous normal functioning device. The patient was stable throughout the event.

Manufacturer narrative:
The reported events of lead malfunction and loss of capture were not confirmed in the laboratory. The damage found was sustained during the surgical procedure. The lead was otherwise normal.